Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 8mm tip-up fenestrated grasper instrument's tip was disconnecting from arm itself. No fragment fell into the patient. The procedure was completed but the device was not used on the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the missing material and damaged part of the instrument was observed outside of the surgical field with no patient in the operating room. No fragments fell inside patient anatomy. The patient did not return with any complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube approximately 51.19 mm from the distal tip. The main tube is broken, and some pieces are missing. However, the size of the missing pieces cannot be confirmed, indicating that a fragment has detached from the instrument. Components adjacent this broken main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.